Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the stimulation was too strong and was causing discomfort. They did not know what caused the change; it had just started yesterday when they sat down. They noticed the sensation would stop and start and felt like it was going fast and hard. They had lost their programmer, so they had no way of turning therapy off. They were aware of the foundation care process to replace the programmer, but in the meantime it was recommended they schedule a follow up with their managing healthcare provider to address the symptoms. The patient confirmed they would do so.